Event description:
The customer reported that the single use distal cover was cracked when trying to attach the cover to an endoscope. The issue occurred when preparing the device for use. Another cover was used to complete the procedure. There was no reported patient harm or impact due to this event.

Manufacturer narrative:
During device evaluation at olympus, it was found the complaint was confirmed and the cover was cracked. The cover could not be securely secured to the scope and easily came off. A review of the device history record found no deviations that could have caused or contributed to the reported issue. A definitive root cause of the broken cover could not be determined; however, the most probable cause of the broken cover was a strong load being accidentally applied. The customer may be able to reduce and prevent occurrence of the event by handling device in accordance with the instructions for use (IFU). If additional information becomes available at a later date, this report will be supplemented. Olympus will continue to monitor the field performance of this device.